Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of both the placement of the tibial cut guide and the patient¿s hard bone, which allowed the drill bit to bend and ultimately resulted in a corticotomy. The most probable root cause for the reported event is associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device and problem associated with incorrect assembly of the device or constituents by the users.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the drill bit bent during insertion through the proximal tibial cut guide. The guide directs the pin toward the medial cortex of the tibia and the bone is extremely hard which most likely cause the pin to bend and cause a corticotomy. The patient was discharged as planned.. The device is not available for evaluation as it was mixed in with the other drills used during the surgery.